Manufacturer narrative:
At this time there are no plans for intervention. No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting high out of range pacing impedance measurements greater than 2,000 ohms in all configurations. There was also loss of capture reported. There was suspicion of an lv lead conductor fracture. To date, there have been no adverse patient effects reported.